Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 300cc mentor memorygel breast implant, catalog # 3507300bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 300cc mentor memorygel breast implant and experienced postoperative left-sided rupture, confirmed by mammogram and ultrasound. As a result, the patient underwent explantation and replacement with 300cc mentor memorygel breast implant, catalog # 3503001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On 23-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received it was reported rupture in a breast implant. Upon analysis of the sample the device was ruptured, returned in three pieces, with evidence of shell abrasion and crease at the edge of the tear. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.  It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).